Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to flattened dome switch at the act button on the keypad trace. The pump had cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had no response with the act button. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.